Event description:
It was reported that an alarm occurred after the caller changed the cartridges and removed the infusion set before seeking assistance. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer¿s blood glucose level. Customer had already removed the supplies and cartridge, so no further on-site troubleshooting was conducted to locate the blockage. Customer changed the pump supplies and resumed insulin delivery.